Manufacturer narrative:
It was reported to abbott a patient who had been tracking their therapy events found that stimulation did turn off around the 50-day mark and again at the 100-day mark as they were told would happen. The rep updated the liberta firmware version. Technical service checked the generator logs using the liberta firmware version check software to confirm the update had been completed. Ts confirmed the firm ware update was completed successfully. Since the update had been completed, the patient¿s therapy would no longer turn off unexpectedly. The issue was resolved. As a result of this finding, abbott is performing further investigation.

Event description:
Additional information was received indicating the issue of unexpected ipg shutdown was resolved following implementation of a software update.

Manufacturer narrative:
Date of event is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) stimulation unexpectedly turning off advisory notice issued by abbott on 16 may 2024.

Event description:
It was reported the patient's ipg shutdown unexpectedly. As a result, troubleshooting was able to restore therapy. Based on information obtained the device is included in the neuromodulation implantable pulse generator (ipg) stimulation unexpectedly turning off advisory notice issued by abbott on 16 may 2024.